Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device responded with an error indicating that the therapy pca needs replacement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca which was replaced, and the device was returned to full functionality. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The therapy pca was returned to the philips failure analysis lab. The reported issue was verified in lab testing. The pca failed therapy testing. After extensive troubleshooting, the root cause of the therapy pca failure was not determined. The customer replaced the therapy pca to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device responded with an error indicating that the therapy pca needs replacement. There was no patient involvement.